Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the motor device overheated. Therefore, the reported condition was confirmed. The broach adapter did not hold the actis broach securely and the locking latch unlocked when tested with the impactor (non-functional) was confirmed. A visual and functional assessment was performed on the device which found that the locking mechanism unlocked during use. The adapter had a pre-design change the design change removed material from two different surfaces to improve the latching mechanism by allowing the leaver to travel further when closing. The assignable root cause was determined to be due to design error. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair/pretesting, the broach adapter device did no hold onto the broach device securely and the locking latch was unlocking during testing with the impactor device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.